Event description:
No new information.

Manufacturer narrative:
The complaint of a leak was confirmed; however, the root cause could not be determined. One 20ga nexiva IV catheter from lot: 4276212 was provided for investigation. The catheter was received without the needle. A functional test revealed a leak from the extension tubing approximately 1 inch from the catheter adapter. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. There were no other similar complaints from the implicated lot. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
I will need to make a product complaint and return a device to you all. 20g 1.75¿ nexiva lot #4276212 was inserted into a patient. Blood was found outside of the catheter on the skin. The IV was flushed and it was determined that the saline was leaking from a pinpoint hole in the extension portion of the catheter. IV removed and replaced.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.